Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0955-2020. (B)(4). S/w 2.10h. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08740 inches. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from 05/03/2018 to 05/08/2019.

Event description:
(B)(6) 2020 21:46:10 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: smigim2 x-ref pos: 7012247, 7012265, 7012267 (B)(6) 2020 12:10 pm smigim2 - inquired what led up to the complaint. Customer response: cxs husband called to report cx passing away. Deceased reporting per dop114-980. What led up to event: breast cancer return. First and last name of person reporting event: brain whittle. Best phone number to reach person reporting event: (B)(6) . Relationship of person reporting event to the deceased: husband. Reporting party is aware of the deceased event details. Date of customer passing: sep/10. Cause of customer passing as indicated by reporting party: breast cancer. Location of customer¿s passing: hospital. Date customer was admitted to hospital, emergency room or hospice (if known): monday. Bg at time of admission to hospital, hospice and/or emergency room, (if known): sep/7, monday. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? N/a. Does reporting party recall the initial onset or timeframe of health issue or illness? N/a. Was pump worn at the time of passing? No. Date the pump was last worn: n/a. Reason customer was not wearing pump at time of deceased event: n/a. Does reporting party know if customer was off pump therapy due to other health issue or illness? N/a. Pump material number: mm670g. Pump serial number: (B)(4). Infusion set material number: n/a. Infusion set lot/batch: n/a. Reservoir material number: n/a. Reservoir lot/batch: n/a. Name of glucometer being worn or used (ascensia, lifescan, etc.): contour next link. Was medtronic cgm included in diabetes therapy? Yes. Was cgm worn at time of event? No. Customer's outcome pertaining to the complaint: agreed to ship brian some retlabs for the equipment to be returned. Ship: 8x retlab/return: nothing zwr# (B)(4) country: canada city: (B)(6) zip: t6m 1t7 input date: (B)(6) 2020 warranty start: 00/00/0000 warranty end: 00/00/0000 batch - ng1538684h.